Event description:
The explanted generator and lead were received by the manufacturer for analysis. However, product analysis has not been completed to date. The return product form indicated the reason for generator and lead explant on (B)(6) 2013 was due to eri=unknown. No other explantation was provided. The devices were not replaced.

Event description:
It was initially reported that he patient was scheduled for explant surgery due to lack of efficacy. Clinic notes dated (B)(6) 2013 indicated the patient never demonstrated significant efficacy. The patient¿s device turned off in 2012 on a trial basis with no ill effects. The patient and family wanted the device explanted and the physician concurred. The patient was implanted in (B)(6) 2003 and the physician noted in the notes that it ¿has not been working well.¿ the family never noticed any change in frequency of seizures. The patient had generator and lead explant on (B)(6) 2013. The company representative who attended the surgery reported that the hospital staff was unable to interrogate the device prior to surgery believed to be due to normal end of service. The hospital staff is trained to interrogate and proper troubleshooting steps were reportedly taken to try and resolve the inability to interrogate the device. The programming system used is functioning properly, and the hospital has two backup programming systems as well. The company representative reported that the device was not believed to be turned back on since (B)(6) 2011. Attempts for product return and additional information have been unsuccessful to date.

Event description:
Product analysis for the generator was completed. The reported failure to program reported was duplicated in the laboratory at two orientations (not due to end of service). This is addressed in the manufacturer¿s physicians manual by instructing the user to reposition the wand. Since product labeling addresses these situations and provides instructions to easily remedy the events (wand position) and (system operation), it is not considered a device malfunction. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis was also completed on the lead. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the lead device which may have contributed to the stated complaint. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The company representative attempted to acquire programming/diagnostic data from the physician¿s handheld device, but was unsuccessful.

Manufacturer narrative:
Review of the manufacturing history records performed. Review of the generator manufacturing history records confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
.

Event description:
Further information was received from the patient that while he was implanted with the vns, his seizure activity was reduced. This indicated he did have efficacy with the vns. No further relevant information has been received to date.